Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that during prophylactic generator replacement the new model 106 generator was unable to obtain a heart rate reading in all sensitivity levels. It was reported that the display showed *** and then ???. It was reported that at sensitivity level 4 the heartrate showed 160 for about one second and then went to ???. The generator was confirmed to be in the pocket and was not being touched. The tablet was not plugged into the electrical outlet and the preoperative testing had been performed. The generator was interrogated again and the heartrate flashed 54bpm which matched the actual heartrate and then a second interrogation displayed ???. The sensitivity setting was then changed to 5 and reinterrogation led to ??? Device diagnostics were within normal limits. A new generator was obtained and used which showed 56bmp at sensitivity level 4. Device diagnostics were within normal limits. The generator that was opened but not used was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the generator was completed on 12/07/2015. Sense settings one through five were evaluated with a no load and 2k load conditions between out2 and out1. Various sense delay starts were observed (1.4 seconds to 9.6 seconds). The pulse generator was opened. Possible contaminates were observed on the pcb trimmed edge of the pcb (tab removed). With the pulse generator case removed and the battery still attached to the pcb, the supply current off-time (15.3ua) and supply current off-time sense enabled (18.3ua) measured at the pa bench were not in specification (high limit for supply current off-time 5ua (test parameter 7.7.1) and high limit for supply current off-time sense enabled 8ua (test parameter 7.7.2)). The battery was removed. The pulse generator module was subjected to a postburn electrical test. Results show that the pulse generator module failed several electrical tests. The trimmed edge of the pcb was cleaned with high grit sand paper and isopropyl alcohol to remove the suspected contaminates. The pulse generator module was subjected to a postburn electrical test. Results show that the pulse generator module performs according to functional specifications. The pulse generator was reassembled (with the original battery, case, and header). Sense settings one through five were re-evaluated with a no load and 2k load conditions between out2 and out1 to determine to what effect the removal of the contaminates from the trimmed edge of the pcb would have on the pulse generators sensing abilities. The pulse generator showed no sense delays (1.8 seconds to 2.8 seconds) after the trimmed edge of the pcb was cleaned. The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of under-sensing may have been verified. The removal of the tab from the pcb during the manufacturing process may have been the contributing factor for the reported allegation.